Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during follow-ups performed on (B)(6) 2020, an error message was displayed during the interrogation of two platinium icds: a pre-programmed setting with the same name already exists. Do you want to overwrite it?' The user selected: no' and verified that the device settings remained the same as the original settings. The message appeared at the first interrogation after a programmer software upgrade to version 3.02j.

Manufacturer narrative:
Preliminary analysis revealed that the reported event was due to an inappropriate software management of pre-programmed settings for platinium devices. No issue is suspected on the subject programmer.

Event description:
Reportedly, during follow-ups performed on 08 december 2020, an error message was displayed during the interrogation of two platinium icds: a pre-programmed setting with the same name already exists. Do you want to overwrite it?' The user selected ? No' and verified that the device settings remained the same as the original settings. The message appeared at the first interrogation after a programmer software upgrade to version 3.02j.

Event description:
Reportedly, during follow-ups performed on (B)(6) 2020, an error message was displayed during the interrogation of two platinium icds: ¿a pre-programmed setting with the same name already exists. Do you want to overwrite it?¿ the user selected ¿no¿ and verified that the device settings remained the same as the original settings. The message appeared at the first interrogation after a programmer software upgrade to version 3.02j.